Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # 326a24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the lt200 reload found that was received empty along with 3 unformed clips inside of a plastic bag. Further analysis shows that the base was detached from the body. No functional test could be performed due to the condition of the reload. The reported event was confirmed as 3 loose clips were returned unformed and it is related to improper use of the reload. According to the separated cartridge, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using the pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number and batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. Batch # unk. Additional information was requested and the following was obtained: "please provide more details about statement ¿unable to remove the nail completely.¿ did the clip was difficult to load the clip into the applier? Yes. There is no enough space to let applier load clip. Clip is easily malformed after load into applier." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, unable to remove the nail completely. No patient consequences.